Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome resolved on (B)(6) 2019.

Manufacturer narrative:
Product ID 309328, lot# 0209702909, implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was programmed to 4.8 volts, 14 hertz, and 210 microseconds with 2 contacts at 1 and 2.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209702909, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported idio pathic urinary incontinence since 2007. Factors that may have led or contributed to the issue was a premature battery depletion and return of urinary symptoms with urinary urgencies and incontinence. The issue was not resolved and the event remain ongoing. The investigator assessed the event as not serious, not related to procedure and related to the stimulator. A surgical intervention occurred. The stimulator replacement was on (B)(6) 2019 and reprogramming on (B)(6) 2019.